Event description:
Customer's family member called to report the driver's arms of the pump were very stiff. It stated that the lead screw and the reservoir compartment were clean. Troubleshooting was performed. The unit passed the test and the inusulin was exiting.